Event description:
Pt underwent an extra-anatomical axillo-inguinal procedure in 2003. It was also reported that another bypass was performed along with this surgical procedure. 11 days later, a perigraft fluid collection was observed. Liquid was evacuated by drainage. Collected liquid was then cultured and found negative. It was reported that the pt is now doing well.